Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced pain post inflatable penile prosthesis implantation. The patient noticed a popping sensation. The patient was examined at first follow up appointment, and herniated reservoir was identified. A revision surgery was performed. No further complications to the patient were reported.

Event description:
It was reported that the patient experienced pain post inflatable penile prosthesis implantation. The patient noticed a popping sensation. The patient was examined at first follow up appointment, and herniated reservoir was identified. A revision surgery was performed. No further complications to the patient were reported.